Manufacturer narrative:
The device was requested and has been returned to the manufacturer. Confirmation testing has not yet concluded. The meter DHR has been referenced and the meter left the factory within specification. The test strip lot DHR was referenced and the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided the root cause of the discrepant values cannot be determined. Environmental factors, medical conditions, and testing practices could have contributed. Insulin, diet or physical activity could have contributed to the patient experiencing low blood-sugar. The reporter also notes low blood sugar is common for him. Corrective action, if necessary, will be determined at the conclusion of the confirmation investigation.

Event description:
The reporter alleges his cvs meter is measuring his blood-sugar inconsistently. The reporter has had his cvs meter for 3 months. He is hypoglycemic and passes out regularly from low blood sugar. He does have another meter to use that he says reads lower than this one. But, what he was concerned about were the wide swings between readings, as well as the very high readings that he gets. Some of the readings were: (B)(6) 9:25pm 2-3 hours after eating: 340, (B)(6) 9:26pm 207, (B)(6) 11:00am 212, (B)(6) 11:01am 93, (B)(6) 5:30pm before eating 108, (B)(6) 5:31pm before eating 80, (B)(6) 304 no time was given, (B)(6) 135 no time was given. Last night he passed out and the meter gave a reading of 79.